Event description:
Device #3 of 3: reference MFR. Report: 1627487-2017-03753 and 1627487-2017-03754. Follow up information identified x-rays were ordered and results are pending.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2017-03753 and 1627487-2017-03754. The patient is implanted with 2 (model 3166) and 2 (model 3149) leads with same lot number. It was reported the patient has lost 70 pounds and thus the leads and ipg are now superficial to the skin which is causing discomfort at the ipg and lead sites. In addition the patient is experiencing discomfort described by the patient as heating (reference MFR. Report: 1627187-2017-03746). The patient is having to increase the level of stimulation to attain effective stimulation. Surgical intervention may be pending to address this issue.